Manufacturer narrative:
E1- initial reporter telephone number: (B)(6). As reported, when inserting a 6f/7f mynx control vascular closure device into a 6f 11cm brite tip sheath, the wire inserted smoothly but the sealant sleeves split open and were torn upon insertion into the hexacuspid sheath valve. Hemostasis was achieved with another mynx device. The device was removed from the package per normal protocol in a sterile field. The device storage temperature did not exceed 25 °c. The deployer was certified in the use of the mynx device and has used around 30 devices already. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity at the puncture site. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The procedure used an antegrade approach. There was no reported patient injury. A non-sterile ¿mynx control vcd 6f 7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock opened. The procedural sheath was not returned. The sealant sleeve assembly was observed to have been severely kinked/bent as received. Additionally, the sealant sleeves were not fully covering the sealant; however, the sealant remained in the manufactured position, exposed, and swelled from exposure to blood. A dimensional test was not performed on the returned device due to the damages in the sealant outer sleeve assembly as received. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Some resistance was felt when attempting to depress button #1 as received; however, button 1 was able to be depressed to deploy the sealant. No other issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant sleeve assembly was observed to have been severely kinked/bent outward as received; however, there were no cracks observed on it. Additionally, the sealant sleeves were not fully covering the sealant, which remained in the manufactured position, exposed, and swelled from exposure to blood. The product history record (phr) review of lot f2223801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned mynx control device; however, a severe kinked/bent condition of the sleeves were noted. Additionally, a condition was noted in the returned mynx control device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. Also, the reported event of ¿hemostasis valve/hub-obstructed¿ could not be confirmed as the device was not returned for analysis. The exact cause of the observed conditions and issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the mynx control IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the phr review, the product analysis, and information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when inserting a 6/7f mynx control vascular closure device into a 6f 11cm brite tip sheath, the wire inserted smoothly but the sealant sleeves split open and were torn upon insertion into the hexacuspid sheath valve. Hemostasis was achieved with another mynx device. The device was removed from the package per normal protocol in a sterile field. The device storage temperature did not exceed 25 °c. The deployer was certified in the use of the mynx device and has used around 30 devices already.the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity at the puncture site. There was no presence of pvd or calcium in the vicinity of the puncture site. The procedure used an antegrade approach. There was no reported patient injury. The device is being returned for evaluation.addendum: product evaluation found the sealant sleeves were not fully covering the sealant.